Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a scratch on the pump screen, and it was difficult to read at times, the backlight was dim, slow to rewind, the low battery alert, and frequent battery changes. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the following test: active current test, sleep current test, displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self-test. The pump lcd backlight brightness to #5 to #1, backlight brightness is working properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed batt test occurred on 11/15/2025 23:05:45 and normal low battery alerted on 11/15/2025 13:03:00, 11/05/2025 08:35:00 and 10/25/2025 06:40:00 were found in the history files or traces. Battery cycle 3.0 received the lowbatteryalert (104) on 11/15/2025 13:03:00 after more than 7 days at 9.77 days. Battery cycle 2.0 received the lowbatteryalert (104) on 11/05/2025 08:35:00 after more than 7 days at 10.66 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No abnormal rewind anomalies were, or alarms were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and lock into place properly. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, scratched case and cracked keypad overlay. Rewind anomaly and back light anomaly were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.